Manufacturer narrative:
Submit date: 5/1/2017.

Event description:
The customer states the unit gives an error then runs for 30 seconds and turns off.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿runs for 30 seconds and shuts off¿. The unit was triaged and the reported issue was confirmed. The issue was isolated to the gearbox. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.